Manufacturer narrative:
The manifold outlet tubing was refitted and re-positioned to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, suction is not sufficient due to dial could not be adjusted. There was no reported patient involvement.